Manufacturer narrative:
An event regarding damage involving a d/m crimp tool was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection of the pictures of the returned device confirms the damage. Examination of the returned device with material analysis engineer indicated that the device's jaw was damaged due to consistent use -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusion: the damaged device was discovered during surgery. A visual inspection showed the crimp tool is damaged. Examination of the returned device with material analysis engineer indicated that the device's jaw was damaged due to consistent use. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that during the use of dall miles the surgeon noticed a small fragment of crimper came off the actual crimp face.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during the use of dall miles the surgeon noticed a small fragment of crimper came off the actual crimp face.